Event description:
Patient undergoing a peripheral angiogram w/femoral - popliteal percutaneous transluminal renal angioplasty (ptra) & percutaneous transluminal angioplasty (pta) and tibial-peroneal stent & pta. The procedure was complicated by a viper flex-tip wire that fractured in 2 places in the right external iliac artery & left peroneal artery. The wire was removed by a snare, but the distal-most segment was left in the branch of the peroneal artery. Following retrieval of the partial wire, a pseudoaneurysm was noted. This was treated w/an emerge balloon & 2 overlapping graftmaster stents.